Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 as well as 2 other times, due to diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of hospitalization. The customer stated she had two seizures while on insulin pump therapy. Customer reported blood glucose levels of 32mg/dl and 98mg/dl. No additional information was provided. The customer reported issues with their transmitter. Customer's blood glucose level at the time was in the 300mg/dl range. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.